Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, noise and oversensing were noted on the right ventricular (rv) lead and there was difficulty engaging the set screw for the rv port of the cardiac resynchronization therapy defibrillator (crt-d). The lead and device were not used, and others were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, noise and oversensing were noted on the right ventricular lead and there was difficulty engaging the set screw for the rv port of the cardiac resynchronization therapy defibrillator (crt-d). The lead and device were not used, and others were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.